Manufacturer narrative:
During the onsite investigation, the territory manager (tm) could not verify any issue with the system. All test cuts were within specification and the vacuum was working properly. The tm completed the system verification and found the system operating within specifications. The customer's complaint history was reviewed for the period of 12 months and showed five other similar complaints. No technical root cause could be determined, as the system was operating within specification. (B)(4).

Event description:
A laser tech reported a patient with a thin flap in the right eye following lasik surgery. Upon receipt of a returned questionnaire, it was found the left eye also experienced a thin flap with stage 2 dlk (diffuse lamellar keratitis) and an epithelial abrasion. This report is for the left eye. The right was reported under manufacturer report number 3003288808-2011-00334. The patient was treated with oral steroids and the event resolved with the treatment.